Manufacturer narrative:
Visual findings observed scratches on the exterior housing, the side switch cover is missing leaving the control buttons exposed. The battery door is missing and both dust covers underneath the battery slots and one of the mounting slots have been damaged. Evaluation of the unit found the unit has power but does not sound when in use with a sensor pad and magnet due to a faulty speaker. The alarm not sounding as intended, could result in the alarm failing to alert the caregiver of a patient exit and could contribute to a patient incident. Being that the unit has been in use for more than 5 years, it is likely normal wear and tear that contributed to the reported issue. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file# (B)(4).

Event description:
Customer reports that they have a 8345 sitter elite alarm that has no sound. The date the issue was discovered is unknown and no patient incident or injury was reported.